Event description:
It was reported that three pathfinder closure tops were damaged when surgeon final torqued them: two screw¿s threads were broken, and one's inner hexagon stripped off. There was no patient impact; however, there was a 30 minute delay to prepare other closure tops. This is report three of three for this event.

Manufacturer narrative:
Corrections in d9 and h3. Additional information in h6: investigation type, findings, and conclusions. A review of the DHR was conducted and found no indications of manufacturing issues. An inspection of the part shows the hex has deformation. This event likely cannot be attributed to manufacturing or design related issues. The complaint is confirmed for closure top for the failure of driver pocket deformation. The failure is believed to be attributed to off-axis or excessive forces applied during use. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2025-00381 through 3012447612-2025-00383.

Event description:
It was reported that three pathfinder closure tops were damaged when surgeon final torqued them: two screw¿s threads were broken, and one's inner hexagon stripped off. There was no patient impact; however, there was a 30 minute delay to prepare other closure tops. This is report three of three for this event.